Event description:
Clinical trial. Same case as MFR#6000089-2007-01449. It was reported that post index procedure, the patient had a target vessel revascularization (tvr). The index procedure treated 2 lesions. Target lesion 1 was a de novo lesion in the mid right coronary artery (rca). The lesion was 2.75 mm wide, 20 mm long, and 80% stenosed. There was moderate calcification and tortuousity. A cutting balloon was used prior to predilatation. The physician then placed a 2.75 x 28 mm taxus express2 stent. Residual stenosis was 0%. Target lesion 2 was a de novo lesion in the distal rca. The lesion was 2.75 mm wide, 20 mm long, and 70% stenosed. There was moderate calcification and tortuousity. A cutting balloon was used prior to predilatation. The physician then placed a 2.75 x 24 mm taxus express2 stent. Residual stenosis was 0%. The stents overlapped. The patient received aspirin and plavix during the procedure. The patient was discharged one day later on aspirin and plavix. On day 735, the patient had a tvr in the mid rca due to focal in-stent restenosis. Plain old balloon angioplasty was performed. The patient was discharged one day later. In the opinion of the physician, there was a probable relationship between the tvr and the stent.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. A review of the manufacturing records for this particular batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause cannot be determined.